Event description:
Per the clinic, the patient experienced a post-auricular infection with associated swelling and drainage. The patient was subsequently administered with several courses of oral antibiotics (specific date and duration not reported). The patient was also hospitalized for the administration of IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.